Manufacturer narrative:
Common device name & product code: lje: catheter, nephrostomy; kob catheter, suprapubic (and accessories). Initial reporter name and address: (B)(6). Initial reporter occupation: inventory coordinator. PMA/510(k) number: k191498. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, an ultrathane suprapubic catheter set was received with an unsealed package. The device was not used.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary as reported, an ultrathane suprapubic catheter set was received with an unsealed package. The device was not used. Investigation - evaluation reviews of the complaint history, device history record, instructions for use, and quality control procedures and a visual inspection of the device were conducted during the investigation. The device was returned for investigation in its original packaging. A visual inspection of the returned product revealed that the seal was not completed near the top of the package, likely due to the product shifting and not allowing for a seal. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. There is no evidence of additional nonconforming devices from the complaint lot in house or in the field. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state, ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile.¿ based on the available information, cook has concluded that a cause for this event was a manufacturing error during packaging and sealing of the product. The applicable operators were trained at the time the devices were packaged. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a risk assessment review, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.